Event description:
The customer reported not being able to test her blood glucose level since she was using incompatible test strips on their freestyle lite meter. The customer took insulin without knowing her blood glucose level was low and she lost consciousness. The paramedics were called and treated her with glucophage. In addition, the customer was treated with orange juice before and after the paramedics arrived. The customer was not transported to a health care facility. There was not report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back and was replaced. However, the product will not be investigated since the customer was using incompatible test strips. This is a final report.